Manufacturer narrative:
Additional information: a medtronic representative reported that the issue occurred when backing up the patient information onto a universal serial bus (usb). The system would become unresponsive after transfer, requiring a restart of the navigation system. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 a medtronic representative, following-up at the site, reported the reported issue occurred in the navigation stage after incision was made, in between the surgery. After the system was re-booted, it functioned normally and they were able to complete the procedure using navigation. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site's navigation system unexpectedly became unresponsive using cranial 2.2.6. This issue occurred two times. No further details regarding this issue, or specifically when it occurred, were provided. In trouble-shooting, re-booting the navigation system restored normal function and there were no further occurrences. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately 10 minutes. There was no impact on patient outcome.